Manufacturer narrative:
Other applicable components are: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension; product ID: 3387-40, lot# l47453, product type: lead. Other relevant device(s) are: product ID: 7495-51, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that surgery had been scheduled on (B)(6) 2018. The caller stated the patient would have a procedure next week. They would replace either the lead or the extension and the ins. Additional information was received from the caller indicating a possible lead revision but did not have any details. No symptoms reported. No further complications were reported or anticipated.